Event description:
Info provided originally to itc distributor on behalf of user facility regarding a pt with therapeutic range 2.0 - 3.0 inr. On (B) (6) 2009, pt's inr 1.8 reported with protime compared to lab result of 7.0 on (B) (6) 2009. On (B) (6) 2009, pt's inr 3.3 with protime compared to lab result of 6.2. No report of adverse event, serious injury, or intervention/coumadin dose alteration.

Manufacturer narrative:
(B) (4). Method, results, conclusions: manufacturer eval/investigation currently in process.